Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -14.0 diopter implantable collamer lens in to the patient's left eye (os) on (B)(6) 2015. Low vault was reported, the lens was exchanged for a larger lens on (B)(6) 2015, and the problem was resolved.

Manufacturer narrative:
Additional information: device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Clear surgical residue/debris was present on the product. Visual inspection found that the haptic was torn, broken and deformed. Corrected data: (B)(4). As per dfu for this lens model, implantation of this lens in an eye with an anterior chamber depth (acd) less than 3.0mm is contraindicated. This patient has an acd of 2.8mm. (B)(4).